Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was unable to power in dc mode using the returned battery. The battery was found to be no longer capable of holding a charge. When tested using ac power, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The reported failure was unable to be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported inconsistent readings, and difficulty pressing buttons. No consequences or impact to patient were reported.